Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the account had extreme difficulty attaching the pump to the mini apical cuff. The case was converted from a thoracotomy to a sternotomy. This prolonged the patient's cardiopulmonary bypass time. Once a sternotomy was performed, the surgeon helped to correct some of the tissue, sutures, and pledgets that may have hindered the connection. The pump was then attached to the sewing cuff. The patient was stable in the unit and was slowly recovering. The device performed as expected. The difficulty in attaching the pump to the cuff was likely caused by a buildup of sutures, pledgets, and myocardial tissue that impeded the connection of the pump to the apical sewing cuff.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: although a specific cause for the reported difficulty in engaging the pump to the mini apical cuff could not be conclusively determined through this evaluation, the account communicated that the buildup of sutures, pledgets and myocardial tissue likely impeded the connection of the pump to the mini apical cuff. The relevant sections of the device history records for (B)(6) were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11aug2020. The heartmate 3 mini apical cuff kit instructions for use (IFU) is currently available. In the ¿surgical procedures¿ section, the IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: *when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. *the suture knots should not interfere with the connection. *if a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. *if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. *if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. *the mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. *the mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. *notify thoratec personnel if there is a change in how the device works, sounds, or feels. The heartmate 3 left ventricular assist system (lvas) IFU is also available. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing this event.

Event description:
Related manufacturer reference number: 2916596-2021-00352.